Event description:
Philips received a complaint by the customer on the v60 indicating that the pressure alarm was reading low. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the pressure alarm was reading low. The remote service engineer (rse) reviewed the event log and found no check ventilator or ventilator inoperative (inop) diagnostic codes logged. The rse then had the customer operate the ventilator in ventilation mode and found no unexpected alarms. The rse advised the customer to check the pressure alarm settings and to perform a full performance verification test (pvt) as well before returning the ventilator back into service. The investigation is ongoing.